Event description:
It was reported that the patient presented for pacemaker implant procedure. During the procedure, it was discovered that the new right ventricular lead was not capturing or sensing, and exhibited high pacing impedance. The procedure was completed using an alternate lead on (B)(6)2024. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture, failure to sense and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Final analysis did not find any anomalies except for the damage found consistent with procedure damage.